Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found with rear housing and some cracks and damage. Event history log review was performed and found the most recent infusion records indicate customer may have had occlusion issues with the infusion system. Visual inspection and delivery accuracy testing were performed. The customer's concern regarding pump did not infuse was unable to be confirmed. During investigation, delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. Further investigation found the delivery accuracy testing on the pump to be slightly positive. According to the investigation most recent infusion records indicate customer may have had occlusion issues with the infusion system. No accessories or disposables used in the infusion system were returned for investigation of the does not infuse issue. According to the investigation, pump passed delivery accuracy testing. No problem found with infusion function of the with infusion function of the pump.

Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump did not infuse. No adverse effects were reported.